Event description:
A customer reported that during a cataract surgery on the forty-one-year-old male patient, an ophthalmic handpiece did not exhibit aspiration function. The handpiece was replaced and lens fragments were manually removed, and sutured. The patient was hospitalized and had to be operated again after initial surgery. The patient was not completely healed, experienced severe reduction in visual acuity. This complaint is pertaining the four of four reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A handpiece was received for testing on the investigation. A visual assessment of the returned sample revealed strain relief damage, a dented irrigation line, and cable damage on both the connector and handpiece side. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Therefore, the root cause of the reported event is inconclusive. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.